Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in set) during initial drain on the homechoice (hc). The home patient (hp) reported had pressed go and started initial drain without being connected; hp then connected himself to machine. The hp was in hospital at the time of this alarm. The technical service representative (tsr) had hp close all clamps and cycle power off/on and advised hp to start over with new supplies and let nurse know of air detect alarm. On (B)(6) 2010 during follow up with the peritoneal dialysis nurse it was reported that the hp pd therapies were withdrawn and the patient was switched to hemodialysis. The nurse declined to provide further information because the patient was placed in a long term facility.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during initial drain was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to the patient beginning therapy without being connected. The patient then connected during initial drain. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Additional information: on (B)(6) 2010, product surveillance spoke with the home patient 's (hp) peritoneal dialysis (pd) nurse who reported the hp had been retrained on aseptic technique and that he had had not been switched to hemodialysis as originally reported. The nurse indicated the patient has remained on pd therapy and has been able to continue with pd therapy okay.

Manufacturer narrative:
(B)(4). Device is not available for evaluation. If additional information becomes available, then a follow up MDR will be submitted.